Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported inflation issue cannot be determined and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5x16mm graftmaster stent was successfully delivered and implanted in the right coronary artery (rca) perforation. A 2.8x16mm graftmaster stent advanced to the rca perforation. During stent deployment, an inflation issue was experienced. The stent was still implanted at the perforation. The 2.8x16mm stent required additional post-dilatation. The rca perforation was sealed. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.